Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received alerts/messages while changing the cartridge and the message could not be recalled. The contact also did not recall if the blood glucose level was impacted. As the customer was not currently receiving an alert/message, tandem technical support was unable to troubleshoot.